Event description:
Healthcare professional reported "rupture and periprosthetic fluid" diagnosed via ultrasound. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.6, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture and periprosthetic fluid" diagnosed via ultrasound. This record is for the left side. Device was explanted and replaced.